Manufacturer narrative:
The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer had high blood glucose value. Customer's blood glucose value was 400mg/dl at the time of incident. Customer also had blood glucose value of 357mg/dl and currently he was 280mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.